Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked in multiple locations on the proximal shaft. The 5max ace was stretched and ovalized throughout the distal shaft. The 5max ace was fractured on the distal shaft. The distal tip of the 5max ace was kinked. Conclusions: evaluation of the returned device revealed kinks in the proximal shaft of the 5max ace, as well as at the distal tip of the catheter. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at an angle against resistance, damage such as this may occur. Further evaluation confirmed that the distal shaft of the 5max ace was stretched, and revealed that it was fractured. This damage likely occurred due to retracting the device against resistance with excessive force. The root cause of the resistance mentioned in the complaint could not be determined. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, a kink was noticed on the 5max ace. Therefore, the physician attempted to remove the 5max ace from the neuron max 6f 088 long sheath (neuron max) and encountered resistance. After the 5max ace was completely removed, the physician noticed that it was stretched and could no longer be used. Therefore, the procedure was successfully completed using a new 5max ace and the same neuron max. There was no report of an adverse effect to the patient.